Manufacturer narrative:
Patient samples were associated with the incorrect patient demographics when processed on a vitros eci immunodiagnostic system. The investigation determined the cause of the event was user error due to improper sample ID (sid) reuse. The customer was referred the to the relevant sections of the vitros instrument user guides which describe how to properly manage sid¿s that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. In addition, ortho clinical diagnostics assisted the customer in configuring the sid auto deletion feature on the vitros instrument, where applicable, to help prevent reoccurrence of the issue. The vitros eci system did not malfunction.

Event description:
The customer reported that patient samples were associated with the incorrect demographics when processed on a vitros eci immunodiagnostic system. This event meets potential health and safety criteria, as test results could have been misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. The customer identified the discrepancy, and no mis-associated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).